Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating the she was hospitalized due to low blood glucose, customer blood glucose was 34 mg/dl. The customer was treated with injection of glucagon by 911 responders. The customer stated that hse has had lows her entire life because she is hypoglycemic unaware. The customer was admitted to the hospital. The customer was advised to speak with their healthcare provider regarding the low blood glucose. The customer was advised to monitor the insulin pump.